Event description:
A 2.5 x 23mm cypher stent came off of the stent delivery system after trying to cross the calcified left anterior descending branch. The stent was retrieved with a snare. There was no reported patient injury.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.